Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4). The result from the meter at 10:10 a.m. Was 4.1 inr. The customer thought this result was too high and re-tested on the meter using a different finger at 10:14 a.m. With a result of 2.7 inr. The result of 2.7 inr was believed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. The customer was advised to decrease her warfarin dose by .5 mg for one day. The customer resumed her normal dosage the following day. No medical treatment was required. There was no allegation that an adverse event occurred. The customer is feeling ok. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have anti-phospholipid antibodies. The customer is not taking any new medications. The customer has not had any changes in diet and no recent illness. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however, the customer has no more strips to return. The meter was returned; the test strips were not returned. The returned meter was tested with master lot test strips using liquid qc of a high level: testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.